Event description:
Boston scientific received information via the patient's remote home monitoring system that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead displayed a high out-of-range (oor) shocking lead impedance (sli) measurements. The system remains in-service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicates that the crt-d and rv lead exhibited a shock impedance measurement of 150 ohms. Boston scientific technical services (ts) was contacted and discussed that increasing shock impedance measurements may be due to calcification or scar tissue, however a shock impedance of 145 ohms or more could compromise the rv lead's ability to deliver a biphasic wave shock as originally tested. The crt-d was explanted for an unrelated product performance issue (reported in report # 2124215-2016-00010). During the device change-out procedure, defibrillation threshold testing was done with the new device and the measured shock impedance was found to be in range of normal values. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
--

Event description:
Additional information indicated that the device nurse had decided to observe the patient for now. However, the patient ended up receiving an appropriate shock over the past weekend and ended up in the hospital. Shocking lead impedance was 96 ohms for that episode and it successfully converted ventricular tachycardia (vt). The episode was added in patient's data. Also, the shock acted as a defibrillation threshold (dft) test and showed that the lead was working properly.

Event description:
Additional information indicated of another red alert being detected due to high shock lead impedance measurement. The patient was closely monitored for recurrent red alerts and the physician is well aware of the issue and believed that the lead is doing fine. Invasive shock impedance measurement was 98 ohms. The system remains in service. No adverse patient effects were reported.